Manufacturer narrative:
An investigation was performed on all available information. Review of the device data logs confirmed device settings were changed and revealed device settings were not changed independently by the device due to malfunction. Performance testing confirmed the device behaved as per its specifications. The investigation determined that the reported event was due to operator error. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that stellar device settings were adjusted unexpectedly which resulted in ineffective ventilation when using the device. The patient sought medical attention for type 2 respiratory failure. The patient reported water had spilled on the device. There was no patient injury reported as a result of the reported complaint.

Manufacturer narrative:
The device was recently returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that stellar device settings were adjusted unexpectedly which resulted in ineffective ventilation when using the device. The patient sought medical attention for type 2 respiratory failure. The patient reported water had spilled on the device. There was no patient injury reported as a result of the reported complaint.